Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, batch/ serial #: (B)(6). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, batch/ serial #: (B)(6). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, batch/ serial #: (B)(6).

Event description:
It was reported that during a trial procedure, a clinical study (a4105 inspire) patient experienced discomfort and went to the hospital due to suppuration of her surgical wound. Additional information was received that the previously reported event of the patient going to the hospital due to suppuration of her surgical wound did not occur. The patient experienced discomfort during the trial procedure, which the physician assessed as a regular uncomfortableness of the trial procedure. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that during a trial procedure, a clinical study patient experienced discomfort and went to the hospital due to suppuration of her surgical wound.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial #: (B)(4), batch: 7978872; product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial #: (B)(4), batch: 7079646; product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial #: (B)(4), batch: 7079578.